Manufacturer narrative:
Unit received with high sleep, active currents due to corroded electronic assembly. Unit also received with cracked case corner of belt clip rails. (B)(4).

Event description:
The customer reported via phone call that they received a low battery alert prior to the replace battery alert. Customer's blood glucose value was 101 mg/dl. Customer stated the battery cap was not loose, cracked or damaged. Customer states the battery was not previously used. Timing was less than 8 hours from the low battery alert to the replace battery alert. This was not the second occurrence of replace battery alert in less than 8 hours after a low battery warning. The device will be returned for analysis.